Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue was discovered on the morning of (B)(6) 2013. The patient claimed she attempted to test several times with her primary meter (another onetouch ping); however, the meter continued to power off during use. When she was unable to test with the primary meter, the patient claimed she attempted to test with the subject meter; however, stated it did not power on. The patient is on insulin pump therapy. It is not known if the patient made any changes to her insulin regimen due to the meter issue; however, the patient claimed she had less food and/or drink since she was unable to test with the subject meter. On the following day, the patient claimed she developed symptoms of frequent urination and thirsty. The patient stated she then went to her mother¿s home and tested with her mother¿s meter and obtained a result of ¿512 mg/dl¿. In response to the symptoms and high reading, the patient reported taking a 14 unit correction bolus. At the time of troubleshooting, the cca noted that the subject meter¿s batteries did not need to be replaced per the owner¿s booklet recommendations. The alleged power issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed sign/symptoms suggestive of hyperglycemia after the alleged meter power issue began.